Event description:
(B)(6) 2018 bilateral mastectomy with placement of tissue expanders and alloderm; experienced discomfort continuously while awaiting reconstruction (B)(6) 2019 bilateral gel base implant breast reconstruction; felt better immediately after removal of tissue expanders , but a certain amount of discomfort persisted (B)(6) 2021 diagnosis of mild capsular contraction of the left breast; after this follow up, in a few months I experienced more discomfort and there were obvious signs of movement and inflammation of the left breast (B)(6) 2021 diagnosis of baker 3-4 capsular contraction of the left breast ; plastic surgeon recommended removal and replacement of the left breast implant with capsulectomy and placement of alloderm. Did not follow with this recommendation. I went for second and third opinion and ultimately I found another surgeon and on (B)(6) 2022 completed removal of implants, enbloc capsulectomy and diep (deep inferior epigastric perforator) flap reconstruction. I believe the complications I experienced could have been caused by the out of the box use of alloderm (not FDA approved in breast reconstruction) in association with the allergan srlp permanent breast implant. Names of the product as it appears on the box, bottle, or package: alloderm. How was it taken or used? Applied with the breast implant. Date the person first started taking or using the product: (B)(6) 2018. Date the person stopped taking or using the product: (B)(6) 2021. Why was the person using the product? Placed by surgeon for breast reconstruction. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes. Did the problem return if the person started taking or using the product again? Didn't restart. FDA safety report ID # (B)(4).